Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The indication for use was listed as intractable spasticity. Since the implant in (B)(6) 2013, the patient's symptoms got worse about a week or two after the implant. The patient didn't get any benefit from the start and things got worse. Their spasticity increased instead of decreasing. The patient hasn't had the intrathecal pump since 2014 as the pump and catheter were removed on (B)(6) 2014. Further follow-up is being conducted to obtain what diagnostics were performed and additional drug information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient was not getting the efficacy that they believed the patient should be getting. The patient was getting good therapy for a period of time and that had since changed. The rep said the change occurred within the last 3-6 months, but later clarified that the patient had the pump explanted in 2014 which matched the manufacturer's record. The rep heard about this on this report date when the patient's new hcp was trying to understand why the patient's pump was explanted. The hcp wanted to know if there were any recalls which could have prompted the device to be explanted. Technical service specialist (tss) reviewed applicable field actions but clarified that the pump would need to be analyzed by the manufacturer to be determined if it was related to any field action. The rep did not know if the pump had alarms or what the situation was back in 2014. The hcp was trying to find out why pump was previously explanted and did not have information related to this event. No further complications were reported.